Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the pt has died and allergan is unaware of the status of the lap-band system. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if it was removed from the pt. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further info have been made. Allergan has received no response from the reporter. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."

Event description:
Doctor reported the death of this pt as "undetermined cause".